Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed. Fdm 10, fdr 213, fdc 4315 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the event, however found 1 instance in the logs of an error indicating a filament driver circuit was open and that there was no current on the filament. It was indicated that the most likely cause of the event was a wrong selection focal spot detected during "prep." It was also indicated that if the error occurred again, the filament control board may need replacement. However, no parts were replaced at this time and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the site was taking a navigated spin, they heard a popping noise. An error showed up and went away. The site had shut down the system and rebooted and were able to proceed with the case; imaging was not aborted. There was no impact to patient outcome. It was confirmed that the spin was terminated early due to this issue. There was a less than one hour delay to the procedure.